Event description:
It was reported that during a prostate procedure, the fiber tip ruptured / broke. The procedure was reported to have been completed without patient complications. No further information is available.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the returned fiber showed a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge. A distal circumferential fracture may potentially result in forward firing. The fiber proximal to fracture can rotate independently of outer flow tubing. The glass cap and metal cap are detached and returned. The glass cap exhibits severe devitrification at output window. Fiber tip devitrification is normal degradation of the fiber which occurs through use. It is caused by heat accumulation at the fiber tip causing the glass at the firing window to crystallize. The metal cap exhibits moderate charred detritus adhesion on surface. The outer flow tubing open end exhibits minor scratch marks and slight melting. The fiber was tested with hene laser fixture, aim beam is present at fiber output window. There are no signs of breakage along length of fiber. The connector cone, segments, and tabs appear in good condition and secured. The control knob is attached and aligned with fiber and can rotate the fiber. An evaluation conclusion code of unintended use error caused or contributed to event was assigned to this investigation. The manufacturer previously completed testing that confirmed that the fiber met all design specifications and performed as intended when the fiber is used per the instruction for use (IFU) and the user maintains a 2mm working distance between the tissue and the fiber tip during use. Further analysis noted that when there is tissue adhesion through constant and heavy tissue contact, this can lead to continuously elevated temperature at the fiber tip near the laser beam output window. These factors were identified as a major cause of the noted distal circumferential fracture and metal cap detachment. The manufacturer was only able to replicate the observed defect when the fiber tip was buried in tissue or there was tissue adhesion on the fiber tip from constant and heavy tissue contact which is in contrast with the operating instructions, thus further supporting this observation was induced by thermal instability from tissue contact / adhesion. As a result of this further investigation, an update has been made to the IFU to include a recommendation to increase irrigation flow by means of a pressurized saline bag to further increase the liquid cooling effect and potentially reduce the observation previously mentioned in addition to following the existing operating instructions to maintain a 2mm working distance.

Event description:
It was reported that during a photo-selective vaporization of the prostate (pvp) procedure to treat a patient's 70ml prostate gland, the fiber tip came off after 45,610j with 05:32 minutes of fiber use. The fiber was cleaned during the procedure. The procedure was completed using another fiber without patient complications.

Manufacturer narrative:
The product was not returned to the manufacturer for evaluation. A review of the device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. A labeling/ IFU review was performed and confirmed that there was no evidence that the device was used in a manner inconsistent with labelled indications. Based on a thorough review of the reported complaint, the conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that during a prostate procedure, the fiber tip came off at 05:32 minutes, 45,610 joules of fiber use. The fiber was cleaned during the procedure. The procedure was completed using another fiber without patient complications. The patients gland volume was70ml. The product was not returned to the manufacturer for evaluation.